Event description:
It was reported that the cusa excel hand piece melted while in use. Nobody including the surgeon noticed an unusual problem with the hand piece. They then noticed the hand piece melting. The damage was extensive, but only to the plastic where the tip was attached. A diathermy was in use at the time, but it was not kept. The event led to a significant increase in surgery time. Additional information was received on 08/11/2014 from the customer with the following: a (B)(6) patient underwent an "atypical resection of seg IV lesion." It was confirmed that there was no patient injury or delay in surgery. The problem was not noticed until the cem nosecone was removed. It was reported that the nosecone was completely intact.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.